Event description:
During set up for a lap gastric bypass, the 4-40 stud broke off the handpiece when the instrument was being attached. The case was able to be started and finished with a second handpiece with no patient consequence.